Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found however, blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the lead was positioned in the atrium, but capture was never achieved after multiple attempts. The lead was not implanted. No patient complications have been reported as a result of this event. Patient outcome listed as "good".